Event description:
It was reported that the lead delivered an inappropriate shock. The lead had noise, was oversensing and triggered the lead integrity alert. A question was raised about the potential of a lead fracture. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.